Manufacturer narrative:
Updated fields: d10, g2, g4, g7, h2, h3, h6, h10 unique device identification (UDI) #: (B)(4). The directlink module was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A nurse reported the direct link icp module didn¿t resume after an emergency craniotomy procedure. Sales representative narrative: ¿we tried multiple times to get the direct link to shift from amber to green. We removed the x2 small monitor on phillip and exchanged it, we exchanged the pressure cable box 3x. We then disconnected cables and traded with nsicu, no change in amber light, would flash but not turn green. I tried on a separate transport monitor (not successful), I requested for clinical engineering to come and evaluate the phillips monitor, because the etco2 was flashing on and off as well. The next morning c.e came and checked cables, replaced x2 monitor and said it was working fine. Then residents came up and blew on connections. I guess it worked.¿